Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An implant was returned for investigation. Visual inspection of the as returned product identified severe damage (gouges) around the external threads and the collar, likely due to the removal process. The internal threads were stripped and had noticeable wear around the platform. While initial inspection of the implant gave the appearance of screw fragment within the implant, closer inspection found that no screw was present within the implant. DHR review could not be performed, as the lot number associated with the reported screw is not available. A complaint history review by item number was conducted for the unknown biomet screw dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction with respect to the screw could not be verified and the reported event was nonverifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw fractured and was not able to be removed from the implant causing removal of the implant.